Event description:
It was reported that the clinician was unable to deflate the balloon before use. It is unknown if the inflation syringe was removed from the gate valve or not.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
One catheter with attached monoject 1.0 cc limited volume syringe was returned for evaluation. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air. No visible damage or deterioration to the balloon latex or balloon bonding sites was found. Balloon deflation was achieved within specifications at 1 second without the syringe attached and at 8 seconds with the syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body, balloon or returned syringe was observed. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. Balloon inflation test was performed using returned syringe with 1.0 cc air. The lot number was obtained from the returned product label. A device history record review was completed and documented that device met all specifications upon distribution. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.